Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04946 / 04947).

Event description:
It was reported by the patient's legal counsel that the patient had an initial total hip arthroplasty implanted on (B)(6) 2006. Subsequently, patient has to be revised on (B)(6) 2014 due to allegations of pain, elevated metal ion levels, loosening of acetabular component, osteolysis, necrosis, granulomas, pseudotumor, and metallosis. No additional information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2015-04946 / 1825034-2015-04947 /0001825034-2016-02495 / 0001825034-2016-02496).

Event description:
It was reported by the patient's legal counsel that the patient underwent a hip revision procedure approximately eight years post-implantation due to allegations of pain, elevated metal ion levels, loosening of acetabular component, osteolysis, necrosis, granulomas, pseudotumor, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes received confirm the patient underwent a revision procedure approximately eight years post-implantation due to pain, metallosis, osteolysis and a malpositioned cup. During the procedure, necrosis, debris, granulomas, pseudotumor and metal-stained tissue were noted. All components were removed and replaced with competitor product.